Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the lead was tested with the analyzer and showed a low pacing impedance. After connecting to the new ICD, high pacing impedance measurements were seen. The lead was removed from the device and reconnected to the analyzer and the low impedance measurements were seen as before connecting to device. The lead was reinserted into the ICD, and all measurements were normal. The lead will be monitored. Patients condition was stable after the event.